Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: only the event year is known. Additional device product codes: jds, hrs complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, there was a revision of a tibia where it didn¿t heal initially. The surgeon removed a distal tibia plate from a previous surgery, and then used a tibial nail for fixation. When the surgeon was removing the hardware, it was found that three cortex screws had broken from the previous surgery. The screw removal set was used, and the removal was successfully completed and the tibial nail inserted. No further information is available. This report involves one 3.5mm cortex screw self-tapping 24mm. This is report 2 of 4 for (B)(4).